Event description:
Report rec'd of a pump immediately alarming with a "pump service" code when unplugged from the wall outlet. The pump was infusing an unspecified solution at an unknown rate. It was reported that the pump was unplugged to take a pt to CT scan, and immediately alarmed with a "pump service" code. The pump was turned off, then turned on again, and the same message appeared. It was reported that the pump was switched to a different omni-flow 4000 plus without incident. There was no reported adverse pt event or harm. Though requested, there was no further info available.